Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during the surgical case, the doctor try to put the tibial bearing insert - cs size 2 (pn: 5531-g-211) into the patient's left knee but it was not fit suitably. So, the doctor decided to use another one, tibial bearing insert - cs size 2 (pn: 5531-g-211), but this one can be inserted into patient's left knee and the case was done completely.

Manufacturer narrative:
An event regarding size/fit issue involving triathlon insert. The event was not confirmed. Method & results: product evaluation and results: visual inspection of images performed and stated that - damage and scratches can be seen on insert surface. Ma: material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Functional and dimensional not performed as product return in damage condition. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot. Conclusion: it was reported that during surgical case, the doctor try to put the tibial insert cs size 2 into the patient left knee but it was no fit suitably. Visual inspection of images performed and stated that - damage and scratches can be seen on insert surface. Ma: material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Functional and dimensional not performed as product return in damage condition. The exact cause of the event could not be determined because no further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the surgical case, the doctor try to put the tibial bearing insert - cs size 2 (pn: 5531-g-211) into the patient's left knee but it was not fit suitably. So, the doctor decided to use another one, tibial bearing insert - cs size 2 (pn: 5531-g-211), but this one can be inserted into patient's left knee and the case was done completely. Update: 10 minute surgical delay.